Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during prep for implant of a 26mm sapien 3 ultra valve, after rinsing the valve in each bowl and removing it from the cage, two black threads like structures were spotted on the leaflets. The valve was agitated and gentle attempts to remove the particles were made, however they did not come off. A second valve was opened and prepared in the usual manner and a successful implant occurred with the patient being discharged the next day.the valve is being returned for evaluation.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was returned for evaluation. During visual inspection two particulates were observed attached to the leaflets. One brown particulate approximately 2mm in length was observed on one leaflet along with one blue particulate, on another leaflet, approximately 1mm in length. No applicable functional or dimensional testing was necessary. The evaluation is based on visual inspection and material analysis. Material analysis was performed on the materials. Ftir results for the reported brown particulate show similar absorption characteristic when compared to cellulose like material. Blue particulate show similar absorption characteristic when compared to poly(ethylene: propylene) like material. A review of manufacturing process was performed to determine if the particulate could have originated at the edwards facility. A listing of all the tooling, fixtures and material used in the manufacturing line of 9750tfx valve were generated and reviewed. Based on the review, there was no similar material used during manufacturing process as cellulose. While there are multiple sources of poly(ethylene: propylene) present in the manufacturing process, there were no exact match of blue color as seen in this complaint. Additional review of all the tools/fixtures/workstations, indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of non-conformance or abnormality. Therefore, it is not confirmed that the cellulose and poly(ethylene: propylene) like material collected during evaluation originated from the thv manufacturing process at edwards facility. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other events related to particulates found on valves. The ifus and device preparation training manuals were reviewed. Verify final thv size and correct time to unpack thv with operating physician. Examine thv box and jar. Remove thv and holder without touching tissue using hemostats or forceps. Check for frame or tissue damage. Do not use if damaged. If container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. Completely submerge thv/holder assembly in first bowl of >= 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde. Thv should not come in contact with identification tag, bottom or sides of rinse bowls. No other objects should be placed in rinse bowls. Thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. Transfer thv/holder assembly to second bowl of >= 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute to remove the glutaraldehyde. Leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. The appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no preventative or corrective actions are required. The particulate on the valve was confirmed from the provided imagery and evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the brown particulate showed similar absorption characteristic to 'cellulose' material and the blue particulate showed similar absorption to 'poly(ethylene: propylene)' material. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match cellulose. While there were multiple sources of 'poly(ethylene: propylene)' present in the manufacturing process, none of them were in similar blue color as seen in this complaint. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, 'during prep for an implant of a 26mm sapien 3 ultra valve, it was reported that, after rinsing the valve in each bowl and removing it from the cage, two black threads like structures were spotted on the leaflets. The valve was agitated and gentle attempts to remove the particles were made, however they did not come off.' It is possible that the particulates were introduced during device preparation, as they were observed during the valve rinsing process. However, a definitive root cause is unable to be determined at this time.